Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28121. It was reported that low pacing lead impedance on the right ventricular (rv) lead and chronic lead noise on the right atrial (ra) lead since 2012 were observed. The leads were capped and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.